Event description:
It was reported that the patient's right atrial (ra) lead was exhibiting atrial undersensing, and atrial tachycardia/atrial fibrillation (af) with rapid ventricular response. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right atrial (ra) lead had far field r-wave (ffrw) and p wave undersensing. Follow up indicated no intervention was completed. The lead is still in use.